Event description:
It was reported the video system center exhibited port is not getting fixed inside the processor port and black out image during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. The most probable cause of this complaint was the receptacle unit was deformed/damaged. In addition, the following reportable malfunctions were identified during the device evaluation: water seepage was found inside the receiver module and no image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.